Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was patient via a manufacturing representative. The patient was receiving gablofen (concentration 1000 mcg/ml, dose 175 mcg/day) via an implantable pump for intractable spasticity. The patient experienced increased spasticity, the caregiver tried to deliver a bolus through the pump but this did not resolve the symptom. Surgical intervention occurred; upon opening the pump pocket, the doctor noticed that the pump connector suture had worn through the 40 degree pump connector and tore it, the catheter was explanted and was expected to be returned for analysis. At the time of this report, it was unknown as to whether the issue was resolved, patient status was "alive - no injury".

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The catheter was returned to the manufacturer; received 2016-nov-21.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Update/correction: the previous report (follow-up # 2) indicated (B)(6) 2016 in error regarding date manufacturer received; the correct date was (B)(6) 2016.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2016, product type: catheter. Analysis of the catheter found that the catheter body was broken with one segment that had a slight jagged look to it along with an oval shape when viewed in cross section. This indicates the catheter may have been compressed at this area and most likely broke at this point.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.